Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
"The event of lead repositioning was reported to abbott. The patient¿s right lead boot grew out of scalp behind the left ear, a new sterile boot was used from a lead kit to replace and then surgically reposition lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
Corrected data: h6 - adverse event problem -investigation conclusions. H11 - additional narrative/data: the reported event of high impedance was confirmed. As received, the continuity testing showed channel #4 electrical open was found on the returned lead. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.